Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in italy. The 3t heater cooler short circuit issue was detected at manufacturer site by livanova technical service, who recommends not to repair the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that electrical shorting occurred onto the cardioplegia bridge of heater cooler 3t system, during service maintenance. There was no patient involvement.